Event description:
It was reported that the needle deployed early. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The download data generated an 0xd7 alarm indicating a power on reset was detected while the device was running. All three battery voltages were found to be lower than expected. The shelf mode current of the pcb assembly was measured and found to be within specification. The exact cause of the 0xd7 alarm could not be determined. The needle mechanism was not found to have deployed early as reported, as the device was received with the needle mechanism not deployed.